Event description:
Reportedly, during incoming inspection, missing text was observed on the outer label of the subject pacemaker.

Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20191220 - file-2019-03988 - analysis_and_closure_report_resp-2019-01788.pdf]

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during incoming inspection, missing text was observed on the outer label of the subject pacemaker.